Event description:
It was reported the patient primary surgery was on (B)(6) 2018. Pain is not decreasing and the range of movement was reduced. She is not able to extend or bend the knee. Patient has taken constant kinesiology physical therapy but with no improvement. An intervention was done to remove excessive scar tissue that was built up around the knee joint, but the outcome is the same, no range of motion and pain.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical assessment noted the clinical information provided is insufficient to provide a thorough medical investigation. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the actual product involved, our investigation of this report is inconclusive. This investigation could not verify or identify any evidence of product contribution to the reported problem. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.